Event description:
The customer reported that the mrx battery, product number m3538a is not recognized with the protective membrane attached.

Manufacturer narrative:
(B)(4). The customer reported that the mrx battery, product number m3538a is not recognized with the protective membrane attached. There was no report of pt involvement, the issue was detected by the facility biomed technician during routine preventative maintenance. The customer along with philips technical support representative determined that the battery had reached end of life. He stated that it was over 2 years old. We will consider this a malfunction of the battery based on the customers reported problem.